Event description:
Initial reporter stated that during a vitrectomy procedure, the blades did not open correctly. Surgery was delayed a few minutes as they changed to another pack. There was no effect on the patient.